Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center. The manufacturer received information regarding cancer, lung disease and "death". In addition, the patient also alleged respiratory tract irritation. At this time, no medical intervention has been reported. In addition, foam particles were not observed during the evaluation of the device and device was scrapped. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.